Manufacturer narrative:
Returned for evaluation was one (1) 19cm probe. As received, the ceramic tip was detached and not returned for evaluation. The ceramic tip of the device was separated from the shaft, the center conductor was present and melted approximately ½ mm from the end of the semi rigid. The bond failure occurred between the ceramic cement and the semi rigid copper surface. There is a slight bend present in the semi rigid shaft. Based on the charring on the inside of the semi rigid and the melted center conductor there was a thermal event that occurred during tip separation. There is also some copper spattered on the distal end of the ss. The customer's reported complaint description of tip fractured/detached is confirmed. The cause of this type of thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use , which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported that during a liver ablation using a 14cm solero applicator, the distal tip broken off in the patient.